Event description:
On (B)(6) 2006, patient was reported to have sustained a pigmentary alteration in the area treated by the fraxel sr laser system. The patient received one treatment with the fraxel sr laser system at a setting of 15 mj and 1000, mtz/cm2 on (B)(6) 2006. Following the treatment, some immediate blisterings was observed. Approximately 72 hours post-treatment, the patient received a steroid injection from an independent physician to manage symptoms from the treatment. The treating physician first described a possible post-treatment pigmentary alteration to the manufacturer on (B)(6) 2006. At that time, the treating physician was reported that the patient had applied a retinoid topical product, which is a listed contraindication to fraxel laser treatment, prior to her procedure. Although 30% resolution in the patient's pigmentary alteration was observed 6 weeks post-treatment, the treating physician indicated that medical intervention was necessary in order to avoid a lasting effect from the adverse sequelae. Oral antibiotics were prescribed.

Manufacturer narrative:
Based on reports from dr. (B)(6), the treating physician, (B)(4) performed as expected. Following review of the manufacturing records for the system it was confirmed that there was no device non-conformance related to the event. Pigmentary alteration is listed as a potential complication and may be associated with laser treatments. In addition, use of retinoids is listed in the operator's manual as a contraindication for fraxel laser treatment. See scanned page.